Event description:
It was reported that stent thrombosis, chest pain, and stent inadequate apposition occurred. The >80% stenosed target lesion is located in the mildly tortuous and heavily calcified proximal left anterior descending (lad) artery. After predilation with a 2.50x15mm balloon catheter, a 24x2.50mm rebel stent was selected and advanced to treat the lesion. The stent was deployed 14 atmospheres. Post dilatation was performed using a 2.75x15mm balloon catheter with an excellent angiographic result. During the procedure, heparin 70mcg/kg was given. Following the procedure, the patient experienced chest pain with a pain scale of level 5 out of 10. The patient was treated with further conscious sedation methods and was sent to the floor for recovery. Less than 30 minutes, the patient still complained of chest discomfort and electrocardiogram (EKG) revealed st segment changes. The patient was brought back to the cath lab for further assessment. Thrombosis was noted proximal to distal of the implanted stent. The vessel was wired and manual aspiration technique was performed to provide a ¿suitable¿ angiographic result. Intravascular ultrasound (ivus) determined that the distal edge of the stent was not fully apposed to the vessel wall. A non-bsc bare metal stent (bms) was then placed overlapping the previously implanted 24x2.50mm rebel stent by approximately 5mm at 14 atmospheres. Post dilatation was performed using a 3.00x20mm non bsc balloon catheter with excellent angiographic result and the procedure was completed. No further patient complications were reported and the patient's status was stable. The patient was then discharged on plavix 600mg.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).